Event description:
It was reported that during a percutaneous coronary intervention procedure, stent migration and removal difficulties occurred. This 7x80x120 epic stent delivery system was selected (sds) to treat an unspecified vessel. During deployment the stent appeared to ¿jump¿ forward approximately 5cm. After deployment the physician was not able to remove the stent delivery system. The stent appeared to be crimped down on the sds. Physician gave several hard tugs to try and remove the sds. This physician was unable to remove the sds and a surgeon was called to remove the sds. He gave several hard tugs to remove the sds. The procedure was not completed due to this event. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).